Event description:
During a novasure endometrial ablation procedure, the physician experienced difficulty dilating the cervix of a nulliparous patient with a "very scarred uterus" and what "appeared to be asherman's syndrome". Once the patient was dilated, there were several unsuccessful cavity integrity assessment (cia) tests followed by another sounding in which the sound "went in to a measurement of approximately 12-14 cms". The physician suspected a perforation; however, could not confirm one through hysteroscopy. The patient was treated with intravenous (IV) antibiotics; cephazolin 1g, and metronidazole (flagyl) 500 mgs. The patient was then discharged. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint (B)(4).